Event description:
Experiencing elevated blood glucose (200's mg/dl). Patient indicated that he noticed that his infusion set tubing was partially separated from the luer lock. Patient indicated that he changed the tubing and administered a bolus to reduce the blood glucose level. Patient did not report receiving medical attention to address this issue.